Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photo or imaging provided. During manufacturing per procedure, the sheath shaft components are (B)(4) visually inspected for damage. During manufacturing, the esheath tip was inspected per procedure. During the manufacturing process the esheath final assemblies are (B)(4) visually inspected by both manufacturing and quality per procedure. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing per procedure. The verification includes visual inspection of the sheath prior to and after the expander insertion force testing. The lot is released if all sample units pass pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history review was performed and revealed no other complains related to this event. A review of the complaint history revealed that the occurrence rate did not exceed the november 2019 control limits for this trend category. The esheath IFU, device preparation training manual and procedural training manual were reviewed for guidance and instruction. The procedural training manual provides guidance on sheath insertion and minimum access vessel diameter for each esheath size. Factors that assist in sheath insertion are the proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath, performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, and ensure the sheath tip is inserted beyond the aortic bifurcation. Do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations on sheath insertion: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification, do not force sheath, once inserted, suture the sheath in place, and ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath, and intermittently flush sheath with heparinized saline per standard technique. The access vessel diameter for a 14fr esheath is 5.5. In addition, the procedural training manual provides guidance on appearance of the sheath upon removal: some curvature of the sheath may be present, ripples along the seam are normal, and an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing, do not reinsert the sheath at any time and if post-dilation needed, use a new delivery system. No IFU or training deficiencies were identified. The complaint was unable to be confirmed. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. In this case, information suggests that it is possible that patient factors such as calcification and tortuosity may contributed to the event. The presence of calcification and tortuosity can result in challenging pathways for the sheath to travel through and can damage the sheath material. However, a conclusive root cause is unable to be determined. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. The occurrence rate did not exceed the (B)(6)2019trending control limit. No corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
After a successful deployment of a 23mm sapien 3 valve, upon removal of the 14fr esheath a thread like piece of the sheath was hanging at the sheath tip. It appeared that it ¿split and broke¿ off in an abnormal way. There was no patient injury and no insertion or withdrawal difficulty. Per protocol the hospital will not release the device for evaluation. The patient¿s vessel was not calcified or tortuous. Per report, physicians agreed that there was not any piece of the sheath left behind in the patient.